Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2017 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured. " no adverse trend was indicated. The port was received with the blue boot attached to the port outlet tube/catheter. The catheter tubing was fractured at the ~13cm mark; the fractured end was jagged in appearance, similar to tubing exhibiting "pinch off syndrome." The catheter was connected to the port outlet tube at the 21cm marks. The fracture in the catheter tubing occurred ~8cm from the port, which is also consistent with "pinch-off". The distal portion of the catheter tubing was also returned. When the blue boot was removed there was a tear in the catheter tubing at the connection point. No manufacturing non-conformances regarding the port or catheter tubing was observed. The catheter tubing was cross-sectioned near the fracture (~16cm mark); cross-sectioned did not show any out-of-round or thin wall issues. The catheter ID and od were measured and found to meet specification. Potential root cause of this failure is "pinch off syndrome". The directions for use supplied with the device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome". (B)(4).

Manufacturer narrative:
The used device has been returned to angiodynamics, however the device evaluation is still in process. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
Angiodynamics became aware of the following event: port had been implanted in patient's left chest on (B)(6) 2016 for the purpose of chemotherapy infusion. The port/catheter assembly was removed on (B)(6) 2017 as the catheter had fractured at the ij intersection and migrated to the svc. It was successfully removed by a physician with a snare. There was no injury to the patient, and the port was not replaced as the patient was nearing end-of-treatment. The used device has been returned to angiodynamics for evaluation.